Event description:
Physician attempted to place the device. Tube would not pass through gastric wall despite use of t-fasteners and tract dilation. T-fastener broke resulting in failure to complete the procedure and pneumoperitoneum. Reporter stated the tube design was later noted to have been changed becoming less tapered and larger diameter. Pt required surgical placement of a feeding tube as a result. One pt involved.